Manufacturer narrative:
(B)(4) - the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Root cause could not be determined based on information obtained during baxter's investigation.

Event description:
This original report was received by baxter (B)(4) on (B)(6) 2011 from a home patient(hp) regarding an unrelated issue, that the hp reported a possible contamination of the patient line. Baxter (B)(4), on a follow up call (B)(6) 2011, received information from the peritoneal dialysis nurse (pdrn) that the hp presented to the clinic with cloudy effluent and abdominal pain on (B)(6) 2011. Peritoneal dialysis(pd) effluent was obtained for testing. Treatment initiated that day included vancomycin 2gm tablet daily and ciprofloxacin 1gm tablet both orally for 7 days. A causality statement was not given by the pdrn, and the hp's outcome was unknown. Past medical history included end stage renal disease with peritoneal dialysis initiating on (B)(6) 2006 with the home choice and unknown solutions.